Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. The patient fell, possibly due to high blood sugar, and the emt's came but the patient declined being transported to the hospital. There was no alleged device malfunction. No additional event or patient information was provided.